Event description:
The customer reported nonfunctional audio alarm. The nellcor puritan bennett customer support engineer cse verified no audible alarm tone, inspected the device and reconnected the loose connector between the alarm harness and the front panel display pcb. The unit passed extended self testing. The customer support engineer confirmed with the customer that there was no patient involvement at the time the alarm problem was discovered. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the alleged in this report